Event description:
Related manufacturer report number: 3006705815-2021-01696, 3006705815-2021-01697. It was reported the patient's system was auto-reducing. High impedances were noted on the patient's left lead. As a result, the patient underwent surgical intervention during which both of the patient's leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances and which lead was replaced earlier (manufacturer report number: 3006705815-2020-30546, 3006705815-2020-30547), so the issue is being reported on all three potential leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.